Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed using a 2.5x20mm maverick balloon. A 3.0x26mm non-bsc stent was implanted in the mid left circumflex (lcx) lesion. A 2.75mm x 12mm nc emerge® balloon catheter was advanced and inflated at 20 atmospheres to fully appose the stent into the vessel wall. However, perforation of the blood vessel was noted. Graft stenting was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed using a 2.5x20mm maverick balloon. A 3.0x26mm non-bsc stent was implanted in the mid left circumflex (lcx) lesion. A 2.75mm x 12mm nc emerge® balloon catheter was advanced and inflated at 20 atmospheres to fully appose the stent into the vessel wall. However, perforation of the blood vessel was noted. Graft stenting was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable.